Manufacturer narrative:
The unit passed displacement test; it failed self test. No pump error 23 was noted during testing. Self test returned a pump error 75. After further review, multiple components located at the top back side of pcba1 have corrosion on them. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.